Event description:
Pump did not alarm 'air in line". Details: a representative from the user facility reported that a pt received a dose of gammagard on (B)(6) 2011. The pump was infusing at a rate of 67 ml/hr. At the end of the infusion the medication completely emptied from the bag, the pump did not when an air bubble was observed in the tubing. The attending nurse clamped off the tubing and shut-off the pump prior to the air-in-line ever reaching the pt. At this point the pt was examined by the nurse and found to be satisfactory.

Manufacturer narrative:
The returned device involved in this incident was thoroughly evaluated by zyno. In an attempt to duplicate the users reported situation, air was introduced into the returned administrative tubing to determine if the sensor and alarm were operational. The test was repeated for 100 times. In each instance the air-in-line sensor identified the air bubble and pump alarmed. Zyno was unable to validate the users failure statement and found the device to be meeting specifications.